Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, a disposable loading unit was loaded into this re-usable instrument. The handle was squeezed to dispense a clip, and the clip did not load properly into the instrument. This single clip fell into the patient's cavity. Clip retrieved. No patient injury reported.